Event description:
Two white 30/2.5mm loads were used on endo gia stapler and loaded easily. Upon firing both loads, stapler made a loud "popping" sound. Staples appeared to have been deployed correctly. No harm to patient or staff.